Manufacturer narrative:
H10. Updated/additional information ¿ g1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Concomitant products: cocr femoral head 36mm o.d., +0mm, 12/14. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on or about (B)(6) 2016, patient underwent a right total hip replacement surgery and was implanted with a novation crown cup cluster-hole shell, plasma coat group, 52mm o.d. Novation crown cup connexion gxl neutral liner group 2, 36mm 1.d.; alteon tapered wedge femoral stem press-fit, 12/14, extended offset cementless, plasma coated, size 7; and cocr femoral head 36mm o.d., +0mm, 12/14. On or about (B)(6) 2022, hip x-rays of revealed evidence of polyethylene wear on the right side and patient¿s orthopedist advised him that she needed revision surgery given the extent of the wear. Due to the progression of osteolysis and polyethylene wear reactions in the body patient was suffering from chronic pain. On or about (B)(6) 2022, patient underwent a right total hip replacement revision surgery to remove and replace the defective novation gxl liner and also remove and replace the zirconia femoral head. Her orthopedic surgeon found the novation gxl liner had significant wear and was very thin. Her revision surgery findings included irritation and inflammation of surrounding tissue and ligaments of her right hip.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.